Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). (B)(4) - failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded at 10.5 - 10.6 cm from the connector end. The proximal coil was exposed at the same area due to friction to the device can, which could cause the reported noise and threshold anomalies.

Event description:
This report is to advise of an event observed during analysis.